Manufacturer narrative:
Company rep evaluated the unit and replaced the co2 module. Unit was safety tested to factory's specs.

Event description:
Customer reported an issue with the pm9000e monitor, which may have affected co2 monitoring. No pt injury was reported.